Manufacturer narrative:
(B)(4). Any additional information received will be evaluated and a follow up report submitted if required. (B)(4). The suspect device has not been received by carefusion.

Event description:
A customer reported to carefusion that their avea ventilator screen failed while in use. The customer does not know if the screen failed during instrument checks to verify performance or if it occurred while in use on a patient. There were no reports of patient harm associated with the event reported to carefusion.

Manufacturer narrative:
Result of device evaluation: the suspect pcba control board was returned to the carefusion failure analysis lab for investigation. The obsolete component was visually inspected outside for damage and none were found. No further evaluation or investigation was performed.